Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017 at 12:30pm he obtained a result of ¿65mg/dl¿ on the subject meter. The patient manages his diabetes with lantus and humalog insulin and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms as a result of the issue, however stated that the emergency medical services (ems) were called at 12:30pm, who performed a blood glucose test on an ems meter, which gave a result of ¿26mg/dl¿. The patient felt the result of 65mg/dl obtained on the subject meter was inaccurately high in comparison to the result of 26mg/dl obtained on the ems meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient was treated by the ems with ¿two tubes of glucose and food¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The test strips had not expired or been stored incorrectly and when a control solution test was performed the result was in range. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.